Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. The remote service engineer (rse) reviewed the logs and identified a software crash. The rse determined that the issue was related to database corruption. The philips field service engineer (fse) visited onsite and performed a restore from a ghost backup. After this, the software issue didn¿t persist. The customer again experienced that the system time was off by one hour after the ghost backup restore. To resolve the reported issue, the fse guided the customer on how to adjust the time. After this adjustment, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.